Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a significant increase in charge time measurements between follow-up appointments. According to the patient, the device gave a warning message upon interrogation, alerting the clinician to a battery status of end of life (eol). The patient requested information specific to thearpy availability at such a battey status. Guidant received additional information that the ICD was explanted and replaced.